Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose and diabetic ketoacidosis. The customer experienced symptoms but was a past event. Blood glucose at the time of the admission was in the range of 60 and 80mg/dl leading up to 400 or 500 mg/dl. The customer was treated with IV drips, manual injection, oral medicine, and injections of medicine. The customer was wearing the insulin pump during the hospitalization. Insulin pump will not be returned for analysis.